Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that when removing driver from pilot hole, pull driver straight out. Do not rotate or oscillate driver about its axis or breakage of driver tip and/or anchor may result. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Ensure y-knot anchors are properly seated on driver tips prior to and during implantation. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr, was used during an arcr procedure on (B)(6) 2026 when it was reported, ¿we performed the drilling and anchor insertion as per the standard procedure. After anchoring, we noticed that one side of the bifurcated tip of the inserter had fractured. The broken fragment is presumed to have remained on the flat-blade portion of the anchor, or, if extremely small, may have been carried out of the joint space with the irrigation flow.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without a reported delay. Further assessment from the reporter stated, ¿the fragmentation was not left in the patient¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.